Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-06580. It was reported that a rotawire fracture occurred. The target lesion was an area of multiple layer ostial instent restenosis that also appeared to be under extended located in the heavily calcified right coronary artery (rca). A rotalink burr and rotawire were used and advanced to treat the target lesion. The vessel was wired with a non-bsc wire which was then swapped out for a rotawire. While burring the proximal section, the wire appeared to come back into the proximal portion of the artery and it was noted that the wire was fractured or burred through. An intravenous ultrasound was used and confirmed that the fractured wire was not in the aorta. Then the physician decided to stent the distal to where the wire fracture and where the tip of the wire was located and proceeded to stent proximally to the ostium of the rca. The rotawire was then completely encapsulated between the artery wall and the newly placed stent. Then the vessel was ultrasound again and it was noted to be in good condition. No further patient complications reported.